Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(4) that the universal battery sparked on (B)(6) during charging (like blue sparks). Immediately after that, it froze and charging became impossible. The battery of device was charged before shipping and the operation was finished without problem this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of device history records was performed and no complaint related issues were found during manufacturing that would contribute to this complaint. Placeholder.